Manufacturer narrative:
Concomitant medical products: esbf3214c103e stent graft, implanted: (B)(6) 2016; etlw1613c156e stent graft, implanted: (B)(6) 2016; etlw1613c156e stent graft ,implanted: (B)(6) 2016. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the lead pacing the his bundle exhibited high thresholds and non-capture. The lead was explanted and replaced. No patient complications have been reported as a result of this event.